Event description:
During the surgical procedure the permanent cautery spatula instrument wrist was not working properly. No further details were provided. No patient harm, adverse outcome or injury was reported.